Manufacturer narrative:
As neither product is expected to be returned and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with noise on the ventricular channel that was oversensed and resulted in the delivery of inappropriate shocks. The pacing impedance measurements were also low and an insulation issue was suspected. A revision was performed and the rv lead was surgically abandoned and replaced. In addition, the ICD was also explanted and replaced. No additional adverse patient effects were reported.